Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that the teflon pad detached from the blade of the device. No patient consequence have been reported.

Manufacturer narrative:
(B)(4). Corrected data: event not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. Additional information received: did the teflon tissue pad only lift up but is still hanging on and attached to the device (nothing fell off of the device)? The pad didn't detach from the device.it only lifted up. Or did the entire tissue pad completely fall off of the device? No or did only a piece of the tissue pad completely fall off (and some of the tissue pad remains on the device)?no